Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a taxus liberte (mr) ous - 32 x 2.75mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent identified stent damage and movement on the balloon. Damage was noted across the entire stent it was bunched and stretched in parts. The stent had moved approximately 35mm distally on the balloon such that the proximal end of the stent was distal of the distal marker band and the distal end of the stent extended distally past the device tip. The balloon wall was exposed by the movement on the stent on the balloon and the distal balloon cone was covered by the moved stent. No issues were noted with the balloon. The proximal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the device prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70-80% stenosed, 26-28x2.75mm, concentric, de-novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a 6f 3.5 non-bsc guide catheter was advanced, a non-bsc guidewire was selected and crossed the lesion. Predilation was performed with a non-bsc balloon catheter. A 32 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but resistance was encountered. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.